Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller was not confirmed. The system controller was not returned for evaluation and no photos were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 18dec2016. The heartmate 3 patient handbook section 6 "caring for the equipment" and the heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. The heartmate 3 patient handbook section 10 and the heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated they had reoccurring unknown alarms every morning at 09:55. These unknown alarms did not appear in the alarm history on either the controller or system monitor. The patient's controllers, both their primary and their backup, were exchanged, not only for the reoccurring alarms, but also due to wear and tear and a faint pump running light. The controller exchanges were successful with no adverse events. Log file analysis captured no alarms occurring at 09:55 in the log. The patient was discharged home. Related manufacturer's reference number: 2916596-2021-07018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.